Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1910218, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1910218 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during use of the syringe 50ml ll there was an issue with leakage. The following information was provided by the initial reporter, translated from french to english: connection of methotrexate chemotherapy in the form of a 50 ml syringe to be passed over 1 hour. The mother rang 30 minutes later to say that the chemotherapy was on the floor. Arrival in the room, observation that the chemotherapy didn't passed through the tubing and that there was half of the syringe on the floor. The chemo was flowing through the piston.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe 50ml ll there was an issue with leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: connection of methotrexate chemotherapy in the form of a 50 ml syringe to be passed over 1 hour. The mother rang 30 minutes later to say that the chemotherapy was on the floor. Arrival in the room, observation that the chemotherapy didn't pass through the tubing and that there was half of the syringe on the floor. The chemo was flowing through the piston.